Manufacturer narrative:
Patient identifier, did not contain enough spaces, the entire sid (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect intact pth of 96.9 pg/ml (reference range 8.5 to 72.5 pg/ml) on a patient sid (B)(6) who tested roche method of 61.3 pg/ml (reference range 15 to 65 pg/ml) and beckman method of 72 pg/ml (reference range 12 to 88 pg/ml). No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The complaint evaluation included review of complaint text, a search for similar complaints, trending data, labeling, device history records, historical performance of reagent lot 05119e000 and file lot with sample return analysis. No instrument logfile review was performed as the sample ID was not found in logfiles. A ticket search for lot 05119e000 did not identify an increase in complaint activity related to falsely elevated results. A review of ticket trending data for the architect intact pth was performed. No adverse trends were identified. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Device history record review was performed on lot 05119e000, which did not show any potential non-conformances or deviations. The historical performance of reagent lot 05119e000 was evaluated using world wide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 05119e000 is inside the established control limits, which indicates acceptable product performance. Additionally, analytical specificity testing was performed for the customer-returned patient samples and results showed evidence of a potential interferent. The customer-returned patient sample was treated with a heterophilic blocking tube (hbt). The hbt produced results different to the neat sample which indicates the interference was possibly due to heterophilic antibodies. No product deficiency of the architect intact pth reagent lot 05119e000 was identified.